Event description:
Upon getting novasure handpiece, surgeon stated that working mechanism or handpiece was "bent" at a 45 degree almost 50 degree angle and "could not be used". A new novasure advanced product was open and used. First handpiece was not inserted in patient.